Manufacturer narrative:
D10: viperwire. Unique device identification (UDI) number: (B)(4). The guide wire was returned fractured with the distal section not returned. Scanning electron microscope (sem) analysis found evidence of ductile torsion on the core wire fracture face. The cause of the stress condition that led to the fracture was unable to be determined. Csi ID: (B)(4).

Event description:
During a procedure to treat a heavily calcified, 3.25mm, 99% stenosed lesion with mild tortuosity in left anterior descending (lad) artery, an abbott whisper guidewire was advanced and exchanged for viperwire advance guidewire. There was no difficulty during advancement of the whisper guidewire. However, difficulty was experienced during advancement of diamondback 360 precision coronary orbital atherectomy device (oad) when trying to cross proximal to the lesion and glideassist was activated to reach the lesion. The oad was spun and four treatments on low speed and one treatment on high speed were performed. Treatment was performed both retrograde and antegrade and the oad was then removed. The oad was advanced again for additional treatment and three treatments on low speed were performed. The oad was removed. An abbott trek balloon was advanced onto the viperwire guidewire and a wire exchange for a non-abbott guidewire was performed. Both the viperwire guidewire and trek balloon were removed. Angiographic imaging was checked and did not show any complications. However, when a contrast was injected the spring tip of the viperwire guidewire was observed down in the lad. An attempt was made to retrieve the guidewire component by advancing a balloon, but it could not cross the lesion. The spring tip of the viperwire guidewire had migrated further distal in the lad. The physician trapped the component with a stent and stents were placed in the whole lad. The physician does not have any concerns about potential long term risk outcomes. It was unknown why the viperwire fractured. The oad had not contacted the viperwire guidewire, and no crown jumping was observed. The patient was stable during the full procedure.

Manufacturer narrative:
D10: viperwire model number: gwc-12325lg-flp lot number: 8689721 catalog number: 72010-01. The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: 14611 & 14637.